Event description:
An advocate from the (B)(6) stated, during the night he ran a blood test on his son using the contour link, and the reading was 1.0mmol/l. The child was not feeling hypoglycemic but was given sweets and a sugary drink. The next morning the child had polyurea and symptoms of hyperglycemia. He was then given an insulin bolus. Further details were not provided. The customer test strips are to be returned for evaluation. A new meter and test strips were sent to him.

Manufacturer narrative:
Customer test strips were evaluated by qa. (B)(4). The reagent area of these strips had begun to dissolve. The strips were tested with blood and control and were within spec. Except one strip would not fill with sample. Erratic readings observed by the customer were most likely due to using strips damaged by the liquid. The event is confirmed for erratic results based on the presence of the damaged strips. The testing of the normal looking strips and inhouse strips performed within spec.

Manufacturer narrative:
In some countries outside the u.s., customer information is not provided due to privacy laws. The model# was not provided.